Event description:
A (B)(6) male pt contacted lifecor customer support to report numerous "adjust belt" messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the electrode belt was found to have an intermittent cable between the distribution node and ECG node "c" that would result in ECG signal distortion when the cable was manipulated. The cause of the intermittent cable was broken wires within the multi-conductor cable. The root cause of the broken wires cannot be positively identified but was likely caused by excessive force on that section of cable. No adverse event resulted from the intermittent cable. The pt received a replacement electrode belt.